Event description:
It was reported that a spectrum iq pump had all intravenous fluids administered, but "the bag was still one half full". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional flow accuracy testing, the underinfusion was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.